Event description:
Bug found on inside of packaging, on fold of the sticky drape component part of the "mini pack". Manufacturer response for surgical sticky drape / custom pack, medline (per site reporter) formal incident report opened and requested return of the complaint pack.